Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 6 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced due to severe stenosis and moderate insufficiency. No additional adverse patient effects were reported.